Event description:
On (B)(6) 2017, 3m was notified that a (B)(6) year-old female was diagnosed with a corneal abrasion, after particles of cured 3m unitek transbond xt adhesive allegedly got into her eye during a polishing procedure after orthodontic brackets were removed. The patient experienced pain, blurred vision and a headache as a result. The eye was flushed by the orthodontic office in the employee eye wash, and the patient saw an ophthalmologist later the same day. The ophthalmologist observed particles in the patients eye and rinsed the eye to remove the particles. The patient was prescribed an antibiotic eye drop to use for 10 days.